Manufacturer narrative:
Results: there was no visible damage to the indigo separator. The separator was inserted into a demonstration indigo catheter 032 and advanced distally out the distal tip without an issue. Conclusion: the complaint has been evaluated. The compliant indicates that the indigo separator 3 would not pass through an indigo aspiration catheter during the procedure. Evaluation of the returned devices revealed several kinks and ovalizations along the length of the catheter, the majority in the proximal shaft. There was no visible damage or dimensional abnormalities noted during evaluation of the indigo separator the cause of the complaint could not be determined. The severe damage to the catheter was not described in the complaint; however, if these kinks and ovalizations in the catheter shaft were present when trying to advance the separator through the catheter, extreme resistance would have been encountered. These devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2014-00610.

Event description:
The patient was undergoing a thrombectomy procedure in the anterior tibial artery using an indigo system cat3 aspiration catheter and separator 3. During the procedure, the physician was unable to advance the separator 3 through a cat3 aspiration catheter. Both devices were removed and the cat3 aspiration catheter was flushed with saline. Once inserted into the body, the physician was again unable to advance the separator 3. Both devices were removed from the body and the procedure continued with a new separator 3 and cat3 aspiration catheter. There was no report of an adverse effect on the patient.